Manufacturer narrative:
The manufacturer previously reported was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging problems breathing, lung and sinus infections. Medical intervention was not specified. No other information is available at this time. The device was evaluated by the manufacturer's product investigation laboratory (pil) and unable to confirm the complaint of "allegation of patient harm" and could not determine the cause for the complaint. The sensor board tested defective during bench testing in the pil. Pil was unable to find any black particles inside of or emitting from this device to support sound abatement foam issues. The original filter was not returned to the pil for evaluation.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging problems breathing, lung and sinus infections. Medical intervention was not specified. No other information is available at this time. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.